Event description:
The facility representative reported an infuso.r. Pump with the condition of "not advancing the syringe." This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that was not advancing the syringe was confirmed and reproduced during product evaluation. The root cause was determined to be a motor separated from the gearbox. The motor was replaced in order to fix the reported condition.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.